Manufacturer narrative:
(B)(4). 5.5 ti 7x45mm cortical fix screw (product code: 1867-31-745, lot number: atdfd0) was returned to the chu. The 1867-31-745 screw from lot atdfd0 was found separated into two different pieces. The tulip head had separated from the screw shank. The tulip head was found in good condition and the saddle was found in the correct place. However, the flex ball was completely missing. Also, the threads on the upper half of the screw shank were completely flattened on one face of the shank. This side appears to have been crushed while attempting to remove the screw shank. An unexpectedly high amount of force may have been placed on this screw in an attempt to remove it from the bone. One of the driver tips was found broken off into the screw head as stated in the complaint description. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cortical fix screw disassembling cannot be determined from the information and the sample returned. However, a potential cause is an unanticipated high amount of force being applied to the screw during removal, resulting in the screw head being forced though the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a scheduled expedium removal on (B)(6) 2015 that was scheduled for reinstrumentation. There was an expedium construct done 2 years ago at l4-5. The l5 expedium screws (6.5x45), placed bilaterally, were sheared off below the tulip head. A trephine and screw removal was used from the srb to remove the broken screws. Upon reinstrumenting qty 2 expedium screwdriver stripped off in the interface of the bone screws. The first driver stripped in the viper cortical fix bone screw of the left l3 pedicle. A rod and cap were final tightened to the screw and it was cork screwed out and replaced. The second driver stripped in viper cortical fix screw in the right l5 pedicle hole that was already there. When the same technique was used to remove this screw the tulip head popped off leaving a naked bone screw with no screw interface in it. Again a trephine and broken screw removal was used to remove the screw. Both viper cortical fix screws were 7x45. The surgeon did not replace that screw. The construct was then locked down. (As noted in the adverse consequence field on the complaint form: surgeon was unable to complete the surgery as planned).